Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that a pump failed accuracy of +12.5 percent during testing. There was no patient injury.

Manufacturer narrative:
Other text: one infusion pump was received for evaluation. Visual inspection found the tamper sticker removed, and no physical damage of the device. The reported complaint could not be duplicated running three accuracy tests, the device was found to be within manufacturing specifications. However, the functional test found high pressure alarm in the event log. Actions taken replaced the downstream sensor. With no indication of a manufacturing issue, no device history review was conducted. A review of service history found the device had not been in for service in the previous year.